Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm and customer tried all the remedies. The customer used different sets and its still happening. The customer reported that no delivery alarm was reoccurred. The customer had tried different cannula lengths. Customer stated the tubing was not bent or kinked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis